Manufacturer narrative:
Correction: medical records received state implant date as (B)(6)2006. Additional information: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section d11 (concomitant medical products: 6 fr 55cm cordis sheath) section g4 (date received by the manufacturer) section h6 (evaluation codes) 2091 - swelling of legs 1779 - clotting 2100 - thrombus complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of obesity, asthma, hypertension, depression, gastroesophageal reflux disease (gerd), stroke, renal dysfunction, appendectomy and paroxysmal atrial fibrillation. The patient presented with shortness of breath and right lower extremity edema and was noted to have a right saphenous and popliteal deep vein thrombosis (dvt). A computerized tomography (CT) scan further revealed bilateral proximal pulmonary emboli (pe). An echocardiogram revealed acute left ventricular strain with a dilated hyperkinetic right ventricle and elevated pulmonary artery systolic pressures. The patient was treated with intravenous alteplase with clinical improvement. The indication for the filter placement was reported to be for prophylaxis against additional pe. The filter was implanted via the left common femoral vein. The patient is reported to have tolerated the procedure well and without complications. Approximately five years after the filter implantation, the patient was noted to have a chronic pe. Approximately seven years and four months after the implantation, the patient developed hemoptysis. A CT scan revealed a right lower lobe pe that appeared to be chronic in nature. At some point after the filter implantation, the patient presented to hospital with chest burning, vomiting and elevated liver function tests. The patient reported having recently changed his diet. Approximately eight years after the filter implantation, the patient reported chest burning despite the use of omeprazole. Approximately nine years and four months after the filter implantation, the patient underwent a CT scan that revealed that the patient¿s filter tilted, with the cranial tip at the level of the right renal vein. The caudal tip was embedded in the left posterior lateral aspect of the ivc wall. There was also a small amount of partially calcified thrombus at the inferior and superior aspects of the filter and along its¿ right lateral aspect. Approximately twelve years after the filter implantation, the patient presented with thrombus within the ivc (below the level of the filter) and a left common iliac vein dvt. Approximately thirteen years and two months after the filter implantation, the patient presented with bilateral lower extremity swelling. Diagnostic testing revealed a left popliteal dvt. The patient is further reported to have experienced insomnia and depression associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported chest pain and leg swelling experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, insomnia, depression, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages due to tilt, embedment, and migration of ivc filter and post implant dvt and pe. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per implant records: the patient was admitted to the pulmonary service with severe shortness of breath and right lower extremity edema. The patient had a right saphenous vein and popliteal vein dvt. A CT scan demonstrated bilateral proximal pulmonary emboli. Echocardiography documented acute left ventricular strain with a dilated hyperkinetic right ventricle and pa elevated systolic pressures. Because of hemodynamic embarrassment he was treated with intravenous alteplase with clinical improvement. A repeat echocardiogram documented improved right ventricular systolic function with left rv strain. Hemodynamically he also improved and was breathing comfortably on nasal cannula with a normal heart rate. He was felt to not require a mechanical thrombectomy of his pulmonary emboli with an angiojet catheter, but he did require prophylaxis against additional emboli with placement of an ivc filter. The filter was implanted via the left common femoral vein. The patient tolerated the procedure without any complications. Per the medical records, approximately 8 years post implantation, the patient presented to the hospital for follow-up on right lower quadrant (rlq) hematoma and chest burning despite initiation of omeprazole. The patient has a hematoma in lower abdomen likely due to anticoagulation which has decreased in size since the previous visit. Vascular abdominal ultrasound was performed last visit and confirmed hematoma in the subcutaneous tissue only. The area is hard and the patient experienced pain with palpation. The patient has a medical history of the following: obesity, asthma, bleeding disorder, blood clots/pe post filter implantation, dvt, depression, gerd, hypertension, kidney disease, liver disease, stroke and appendectomy. Approximately 5 months later, a CT scan showed moderate calcified and noncalcified atherosclerotic plaques in the aorta and its major branches. The ivc filter was visualized and the cranial tip at the level of the right renal vein insertion with a small amount of chronic appearing thrombus within the filter. The filter was tilted. The caudal end was embedded in the left posterior lateral aspect of the ivc wall. Small amount of partially calcified thrombus is seen at the inferior and superior aspect of the filter as well as along the right lateral aspect. Additionally, diverticulosis of the colon is identified with no signs of diverticulitis. There was increased haziness in the mesenteric fat which is nonspecific and could be secondary to mesenteric congestion. There was a small hiatal hernia. The prostate gland was massively enlarged and protruded to the bladder base. There was a posterior bladder diverticulum with a large neck. Il-defined densities are seen in the left lower and right lower quadrant of the abdomen most likely secondary to injections. Patient status post appendectomy with calcification seen adjacent to the base of the cecum. A calcified lymph node was seen in the right lower quadrant of the peritoneal cavity. Approximately 12 years post implantation, the patient presented with extensive thrombus within the ivc and left common iliac vein. Heterogeneous increased density in the urinary bladder was noted most suggestive of large hematoma/clot. Approximately 14 months later, that patient presented with bilateral leg swelling, deep venous thrombosis in left popliteal vein was noted in venous doppler ultrasound. The following additional information was received per patient profile form (ppf): the patient reports tilt, post implant dvt/pe, migration, embedded in wall and device unable to be retrieved, however, no removal attempts have been made as doctors have concluded the procedure would be too dangerous. The patient also reports suffering from thrombosis, insomnia, depression and varicose veins.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted, migrated, embedded and was associated with post-implant deep vein thrombosis (dvt) and pulmonary embolism (pe). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). This event does not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages due to tilt, embedment, and migration of ivc filter and post implant dvt and pe. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.